Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation indicated that the facility power in the "or" may be the issue. The ge representative was advised, by the customer, that at the time of the system lockup the voltage monitor for the "or" was alarming. Also, advised that the facility is considering installing dedicated outlets for the c-arms. It was also noted that three other 9800 systems experienced lockup issues. Separate reports will be submitted for the other systems. The system in question was found to be working as intended.

Event description:
It was reported that the 9800 system locked up during case. System rebooted and functioned as intended. There was no report of pt injury.